Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events. Associated report 3003898360-2023-00379.

Event description:
Reported issue: the clips do not close properly, they break and are dispersed in the operating field.